Event description:
Refer to h10.

Manufacturer narrative:
Correction information: b4: date of this report. B5.refer to h10. F7: follow up #01. F11: updated dates. F13: updated dates. Additional information: d9. Yes. F10 continued: international medical device regulators forum (imdrf) adverse event reporting. Health effect impact code: 4648 insufficient information. Component code: 4755 part/component/sub-assembly term not applicable. Summary: having checked, there is no harm caused. The distal end of fb-15rbs was expended. The reason was too much air when leakage test was performed. After releasing the air, the endoscope became normal. The engineer was advised how to perform the leakage test correctly. The device was repaired, no service report provided. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical was made aware of a complaint on 16-dec-2019 through the (B)(6) adverse event system that occurred in (B)(6) in an operating room during use. On (B)(6) 2019, when the patient was examined for airway secretions by fiberoptic bronchial examination, the fiberbronchoscope lens part was expanded and could not be inserted into the trachea to clear the sputum in time. The MDR also says that the harm performance is suffocation. The reported event involved pentax medical fiberbronchoscope, model fb-15rbs, serial number (B)(4). Based on follow up by pentax medical, the engineer said that the scope hasn't been return and the doctor continues using it. The investigation is in-process.